Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was notified through social media that the customer was having trouble with their infusion site due to loose skin. The site would go into their body but they did had a no delivery. This had happened multiple times. When they pull it out after multiple no deliveries there was no kinks. The put it on their back where there's less loose skin and it had worked but they the site would be sore and get irritated. The customer had set up an appointment with their doctor to discuss different sites. The customer also reported that they had a high blood glucose level of 490 mg/dl. Troubleshooting was not performed. The device will not be returned for analysis.